Event description:
It was reported the rigid video scope had no picture when plugged in. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracks on objective lens and on video connector cable based on the results of the investigation, the most probable cause is traced to component failure. A device history record review was not required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video scope had no picture when plugged in. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.